Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited reproducible noise on the ventricular rate/sense and shock electrograms. Right ventricular (rv) lead readings are normal. It was also mentioned that the left ventricular (lv) lead impedance was greater than 2000 ohms in tip to ring configuration, but only 843 ohms in tip to coil. The noise inhibited pacing, however, the patient was not pacemaker dependent. An invasive procedure was performed and it was noted that there was fluid in the lv port of the device.